Event description:
It was reported that the insulin pump had a malfunction and that the bolus wizard did not correctly record the bolus history. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.